Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.